Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that patient faced infusion set tubing detachment and tube came apart event on (B)(6) 2024. Insertion site location was abdomen. No further information available.

Manufacturer narrative:
E1: (B)(6).